Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device. The same malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was instructed to report back if the issue reoccurred and acknowledged the instructions.